Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had connection issues with the transmitter. The sensor was removed and it had a missing cannula. Blood glucose level at the time of the incident was 114 mg.dl. The customer was advised that the sensor would be replaced. No product is expected to return.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.